Event description:
Reportable based on device analysis completed on (B)(4) 2014. Same case as MDR ID # 2134265-2014-00082. It was reported that the catheter became bent. The target lesion location is unknown. A 1.25mm rotalink plus was selected for a percutaneous coronary intervention procedure. During the procedure, it was noted that the catheter became kinked while it was being introduced into the patient's artery. A 1.5mm rotalink plus was then advanced, but it was noted to be bent. Another of the same device was then used to continue the procedure without issue. No patient complications were reported and the patient's status is fine. However, device analysis revealed that the catheter sheath was leaking.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. On visual inspection it was noted that the sheath had tightened marks 25cm from the strain relief. An attempt was made to wet test the unit during which a leak was observed at the tightened marks. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states:¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).